Event description:
The user's wife has reported that the infusion tubing is coming apart from the luer lock that attaches the infusion set to the pump. She also reported that the problem was resolved by changing the infusion tubing.